Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the sponges, a 4x8 12 ply rf and removing the sponge from the patient via a large trocar, the rf sponge frayed and tore into 2 pieces. The rf chip was still intact in a portion of the sponge.